Event description:
Customer reported that paramedics were called due to a low blood glucose level of 18 mg/dl. Customer stated that this may have been due to her not changing the infusion set and just filling the reservoir. Customer stated that she was not hospitalized as a result of the paramedics being called. Customer stated that she had recently been experiencing high blood glucose levels in the range of 300 mg/dl to 400 mg/dl. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.